Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, h.6.

Event description:
Ultrasound and mammogram confirmed left implant was partially deflated. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported, left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on radius side assessed, as surgical damage. And observed, opening on anterior side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: observed, creases on the device. No further actions are required, as the device was implanted.